Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a bent pin in the power module patient cable resulting in a communication issue was confirmed. There were no log files submitted for review. The 14v patient cable, lot number m414390624, was returned for analysis with a bent transmission pin 5 in the white power cable. The pin was bent back into place to continue with testing. The patient cable underwent preliminary testing by connecting to a cable breakout fixture to test the continuity and resistance in the wires. It passed the test procedure; all measurements were within the normal limits. The cable was functionally tested with a test controller and mock loop and was found operate as intended during analysis. No alarms were produced while testing. A root cause for the damaged pin was not conclusively determined through this analysis. The device history records could not be reviewed for the 14v patient cable due to the records being unavailable and maintained by the vendor. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 instructions for use states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ the IFU states ¿the power module requires preventive maintenance at least once every 12 months for best possible operation. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The primary UDI number in d4 is reflective of all currently available information.no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that upon transfer out of the operating room (or), the patient was placed on batteries without issue. Upon arrival to the intensive care unit (ICU), bluetooth connection was established on the heartmate touch (hmt) and the connection to the system controller was not recognized. The power module patient cable was replaced. Upon inspection of the original power module cable, a bent pin was found on the white connection. No harm was caused to the patient and there was no delay in care. The patient was stable and the issue was resolved.